Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. Philips has analyzed the log file and confirmed that there was a failure in the image generation chain. A software command to generate x-ray was not processed. Based on available information, philips cannot confirm why the command was not processed. A cold restart returned the system to full functionality. A philips service engineer replaced the x-ray pc and reinstalled the software. The system was returned to use in good working order. Corrected data: updated codes.

Event description:
It has been reported to philips that during a procedure radiation did not activate when the wired footswitch was pressed and there was no image. This occurred when the catheter was in front of the coronary arteries / aortic arch. The system was restarted after which the functionality was restored and the procedure was completed. This resulted in delay of approximately 5 minutes. No harm has been reported to philips. Philips has started an investigation for this complaint.